Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a hospitalization due to high blood glucose. Injections. Blood glucose reading at the time of hospitalization was over 800 mg/dl. Current blood glucose reading is over 600 mg/dl. Customer has treated with manual injection. Customer had gotten an alarm that would affect insulin delivery on her insulin pump. Customer had been off the insulin pump for two days prior to the hospitalization. Customer mentioned having an issue with the needles bending on the infusion sets and the insertion device not working well. The doctor had insisted on having the insulin pump replaced. Replacement insulin pump will be sent. Nothing further reported.